Event description:
Essure procedure done on (B)(6) 2011, hsg test performed 3 months later confirmed that fallopian tubes were blocked. Dates of use: (B)(6) 2010 - present. Diagnosis or reason for use: sterilization.

Event description:
Add'l info received from rptr (B)(6) 2011: I am resending this report to correct mistakes made on the first one. See underlined date (year) and lot number.